Manufacturer narrative:
(B)(4).

Event description:
It was reported by the register nurse that several possible helium loss alarms have occurred during use on a patient. The rn stated she has verified no blood noted in the tubing, all connections are intact; there has been no patient movement or noted kinks, and no ectopy. She had also reduced the helium by 2ccs because the balloon plateau pressure was high. The alarms occurred about every five minutes times about 7-10 alarms. The pump has otherwise been pumping well and achieving the goals of therapy. The rn sent the clinical support specialist (css) a strip that printed with the alarm and based on the strip, the css stated that there does not appear to be significant kinking to cause the alarm. The css discussed that there is a likely small abrasion in the intra-aortic balloon (iab) and reviewed potential catheter entrapment issues. The register nurse has followed up and the iab had been removed without difficulty. A minor increase in blood pressure medicine but still low dose. Patient is stable post removal of catheter.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. The reported complaint of helium loss alarms is confirmed based on the picture of the pump strip returned with the complaint report. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that several possible helium loss alarms have occurred during use on a patient. The rn stated she has verified no blood noted in the tubing, all connections are intact; there has been no patient movement or noted kinks, and no ectopy. She had also reduced the helium by 2ccs because the balloon plateau pressure was high. The alarms occurred about every five minutes times about 7-10 alarms. The pump has otherwise been pumping well and achieving the goals of therapy. The rn sent the clinical support specialist (css) a strip that printed with the alarm and based on the strip, the css stated that there does not appear to be significant kinking to cause the alarm. The css discussed that there is a likely small abrasion in the intra-aortic balloon (iab) and reviewed potential catheter entrapment issues. The rn has followed up and the iab had been removed without difficulty. A minor increase in blood pressure medicine but still low dose. Patient is stable post removal of catheter.